Event description:
It was reported that this lead was explanted due to shock impedance measurements out of range ( greater than 150 ohm) after approximate 8 months implantation duration.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 30 cm distal to the df4 connector pin into two segments. All fragments were received for analysis. An explantation aid was found on the distal fragment. The analysis revealed 26 cm distal to the df4 connector pin that the lead body was found squeezed and damaged. In this region the inner conductor coil and the conductor cables were found exposed. The conductor cable leading to the rv shock coil was found fractured, which is assumed to be the root cause of the reported high shock impedance. Based on the characteristics, as well as the location of the above mentioned damages, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular-first rib entrapment. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.